Event description:
Underdelivery reported: the pump was programmed to deliver 1000.0ml lactated ringers in the primary mode at 85.0ml/hr and cipro 200.0mg/200.0ml over 1 hr every 12 hrs in the secondary mode. It was reported that the cipro bag was hung at 1500 hrs to infuse immediately. At 2100 hrs, the nurse noted that the cipro bag was full. The physician was notified and the infusion times were changed. The cipro dose was given at 2100 hrs and to continue on at the prescribed 12 hr frequency. There were no adverse effects reported. Though requested no add'l info was available.